Event description:
The hosp reported that during an off pump procedure the foot on the stabilizer broke off at the connection point with the arm. A second stabilizer was used to complete the procedure. No pt complications were reported by the hosp. Failure analysis performed in 2004 on the returned device shows the device into multiple pieces. This is a reportable malfunction.